Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system intermittently would experience a communication error, requiring a reboot of the system to restore functionality. Fse evaluated the system and found a broken wire in the interconnect cable. The fse replaced the interconnect cable to resolve the problem and tested to verify. Broken wires inside the interconnect cable will lead to a loss of system functionality and could cause internal damage to the system. The interconnect cable is the connection between the mainframe and the workstation. It is subject to significant movement during operation of the system. As is lays on the floor, it is also subject to abuse as well as the normal wear. This system was manufactured in 2004. Component failures on a system of this age are not unexpected and do not represent a malfunction of the system.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.